Event description:
It was reported that when the mobile programmer was used to re-interrogate the implantable pulse generator (ipg) for programming aft ER magnetic resonance imaging (MRI) scan, a diagnostic message was displayed. It was noted that the only options available were to select whether to continue or cancel and when the user selected to continue it failed to proceed. It was noted that the patient connector was charged to eighty percent. The mobile programmer application was relaunched however the issue persisted. The mobile programmer was switched out for a legacy programmer to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.